Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was unable to perform unexpected restart test to verify alarm due to unresponsive buttons. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading is 117 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.